Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that during surgery, the mesh grafter handle is not engaging and it¿s not able to mesh properly. There was no patient impact, but a delay of approximately 5¿10 minutes occurred due to the preparation of a backup product. Due diligence is in progress and there is no additional information available.